Event description:
It was reported by the patient that blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. The patient reported that the pod fell off earlier than expected, resulting in the cannula becoming dislodged from the infusion site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. Device was received without the adhesive pad. The adhesive welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.